Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm 11500aj aortic pericardial valve showed rapid development of aortic stenosis on echo after an implant duration of approximately eight (8) months. Redo avr was scheduled, however, eleven days later, the patient expired due to unknown reason before being transferred to the initial implant hospital. Cause of death and casual relationship between the device and death were not provided, however, the doctor is suspecting that aortic stenosis observed on this valve may be contributed to the patient's death.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (investigation findings, and investigation conclusions).